Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated procedure, noise resulting in oversensing was noted on the right atrial (ra) lead. During the procedure insulation damage was observed on the ra lead. The ra leads insulation was repaired to resolve the event. The patient was stable with no consequences.